Manufacturer narrative:
(B)(4).

Event description:
The customer contacted baxter's technical service center to report a burning odor like wires burning on a homechoice (hc) machine during initial drain, patient connected. The home patient (hp) stated there was no smoke. The baxter technical service representative (tsr) initiated a swap of the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. Hp will do manual exchange. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for the reported issue of a burning odor (like wires burning) without any visible smoke. The alternating current component (accomp) printed circuit board ( pc)b was inspected and the u2 relay was found to be damaged (inoperative). A test article accomp pcb (hc pal 80) was installed, after which multiple short simulated therapies were performed successfully. The assignable cause for the customer reported issue homechoice smells like wires burning with no smoke was determined to be caused by an inoperative accomp pcb assembly. Pal recommended replacing this component. The device was sent for servicing.